Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single piece lens and the capsule broke. An anterior lens was used and there was no harm to patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined.